Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified, per service and installation record, prior and after the day of treatment. Most recent preventive maintenance from field service engineer. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user performed the gas change and the scanner test and performed the needed energy check, eye tracker test and fluence test successfully. The reported treatment could be identified in the logfile. The measured energy was stable. The logfile shows that the reported treatment right eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified for the development of haze, as the product was found to be within specifications. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient developed corneal early haze in the right eye and was prescribed dexafree (dexamethasone, preservative-free) one drop levofloxacin and one drop cyclopentolate steroids after surgery. The patient was put on the bandage contact lens. These are all surface ablations as he doesn¿t perform any lasik procedures. There are multiple related reports for this event. This report addresses the patient ah, right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).